Event description:
It was reported by customer that during use of cardiosave intra aortic balloon pump, there was a message displayed fault on machine, requires replacement. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is: (B)(6) hospital. Due to character limit in the e1 section the full event site telephone is: (B)(6). A supplemental report will be submitted upon the completion of invetsigation.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were turned away as the customer decided to go for supply only. The customer was in direct communication with getinge service and there was some fault message displayed and as per manual it requires a replacement of video generator board. As of now customer only ordered parts no fse will be visiting as it was stated that hospital will do the repair.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code, investigation findings, investigation conclusions).